Manufacturer narrative:
Product analysis of nv-3-8-helix, lot no:226235101 visual inspection/damage location details: the introducer sheath was found kinked at ~56.5cm from the distal end. The concerto pusher was found broken at 6.6cm from the proximal end with the segments retained by the release wire. The pusher was found kinked throughout the entire length of the pusher. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged, and the implant coil was already detached and found damaged. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain sufficient continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. Customer only reported the devices were prepared per IFU. It is possible the damaged introducer sheath contributed towards the resistance. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil could not be advanced. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event. Additional information was received that the patient is recovering fine from the procedure and did not experience any symptoms related to the resistance. The procedure was completed using a new product.